Event description:
The customer reported that the unit was tripping, clinical mode not available message, run opcheck, password needed. When attempting to run opcheck. The device failed to power up until the battery and ac power were removed and reset. No patient involvement was reported.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.